Event description:
Menisectomy of left knee on pt - all equipment were switched on and the shaver was placed/laid on the pt's opposite knee. After approx. 5 minutes the shaver was picked up by the surgeon and was found to be hot and did not function. Two oval-shaped 3rd degree burns measuring approx. 3cm was noted on the pt's proximal-medial part of the lower leg. Four weeks after the event, the wound has not healed and will require grafts.